Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis hpca pump had delivery accuracy issues. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No further action were taken.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, no physical damaged was found on the device. Based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed.